Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving a patient notifier for increased pacing lead impedance on the right ventricular lead. It was also noted that the lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2018. Following the advisory for premature battery depletion with cardiac resynchronization therapy defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was asymptomatic prior, during and after the case. The patient was stable in the recovery room.